Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.75 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. There was no resistance felt during the removal of the stylet or protective sheath. During preparation (air aspiration) of the bdc prior to use, the bdc would not hold negative pressure and air bubbles were observed. The bdc was not used in the procedure. There was no patient involvement. A new unspecified bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.